Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion a supplemental report will be filed.

Event description:
It was reported that bd insyte autoguard did not retract. The following information was provided by the initial reporter: nursing could not get the needle to retract back in xray with this IV cath. 27 dec 2023 customer response. Any adverse event or serious injury reported to patient or healthcare professional? No. Was there a delay of, or change in, the course of treatment due to the event? No any sample or photo available for investigation? No. How was the patient outcome? Are there any clinical signs, health consequences or impact? No. How was treatment completed for customer? Without incident. Patient status? Stable. Please explain elaborate issue? IV inserted per protocol. Needle withdrawn manual due to the safety feature not engaging. The needle would not retract into handle. Extra care given to having a sharp needle.

Manufacturer narrative:
Investigation summary: no photos or physical samples that display the reported condition were available for investigation. A device history review for lot 3262525 did not reveal any annotations or non-conformances during the manufacturing process related to this incident.